Event description:
It was reported that the health care professional (hcp) wanted to review stored ventricular episodes that triggered eight anti-tachycardia pacing (atp) burst on this implantable cardioverter defibrillator (ICD) system. The atp therapy successfully converted the rhythm. Additionally, technical services (ts) observed the high out of range pacing impedance measurements on this right ventricular (rv) lead. No adverse patient effects were reported. This rv lead remains in service.